Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump was programmed with the correct date and time. The insulin pump was monitored for 2 days and no unexpected check settings alarm was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump reset twice on its own twice in the same night; the pump vibrates and then the screen turns black before turning back on. The patient's blood glucose at the time of incident is unknown. The customer stated that he performed the self test and restored his settings the first time the reset occurred, but he is concerned now that the pump has reset a second time. Troubleshooting was initiated for his reprogramming issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.